Event description:
Boston scientific received information that during a follow up high thresholds were noted. A chest x-ray noted that the lead was slightly dislodged. A revision took place and another lead was implanted. The explanted lead will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.